Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The procedure was aborted after six hours; zero clips were implanted and mr grade was unchanged at grade 4. The patient is in stable condition and breathing independently. There was no additional information provided. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed on the steerable guide catheter to report the torn eustachian valve. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr) in a patient with an exceptionally large left atrium (la), elongated fossa and a long, floppy eustachian valve. As the dilator and the steerable guide catheter (sgc) reached the la, the eustachian valve was noted to be wrapped/engaged with the sgc in the right atrium. In the la, two mobile pieces of tissue were noticed on the looped non-abbott guide wire. The sgc and dilator were suspected to have torn the eustachian valve. The dilator was removed and the guide wire was slowly retracted while strongly aspirating through the sgc. Two pieces of the eustachian valve were removed from the anatomy, one on the guide wire, the other was in the hemostatic valve of the sgc. As a precaution, a filter was placed during the procedure via the radial artery to prevent any possible embolization. The dilator and sgc were prepared and inspected; these performed fine so the procedure continued and the clip delivery system (cds) was advanced to the la. Visualizing the mitraclip was very challenging due to the large la. Grasping was unexpectedly a challenge. There was some prolapse on the anterior medial leaflet and what appeared to be an adequate posterior medial leaflet (pml) with some mitral annular calcification. The pml (very thin, restricted, calcified, frail leaflet) may have already had a small flail chord. After a few grasp attempts, the pml was suspected to have torn and a chord ruptured from the grasping attempt. This may have worsened the pre-existing flail. Other attempts to grasp elsewhere on the valve were made, but there was no mr reduction as there was no pml tissue to grasp at the site of maximum mr. The undeployed cds was removed from the anatomy.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. The reported tissue damage is related to patient morphology/challenging anatomy and procedural circumstances. In this case, the patient had an exceptionally large left atrium [la], elongated fossa and a long, floppy eustachian valve. When the steerable guide catheter and dilator reached the la, maneuvers related to the procedure were suspected to have torn the eustachian valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.